Manufacturer narrative:
No pictures, customer samples, product number, or lot number information could be provided to allow a full analysis of the issue after repeated requests. This event type will be trended to determine if corrective action is necessary.

Event description:
This event is reportable to the FDA as the patient indicated that a chemical burn occurred after application of the adhesive and she believes scar revision is required due to the location of the scar on her neck.